Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached pediatric electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll for evaluation. Instead, the electrode pads used were received for evaluation. The reported malfunction was attributed to a failed identification resistor chip in the electrodes. Continuity testing of the ID resistor failed between pins 4 and 8 confirming the reported malfunction. The returned electrode pads were scrapped. A replacement set of pedi-pads ii electrodes were sent to the customer's facility. Analysis of reports of this type has not identified an increase in trend.